Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 30-jan-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, a technical support specialist (tss) confirmed that the issue was resolved by the customer from their end, and no further investigation was required. The system functioned as intended after the customer resolved the issue. Customer granted permission to close the case as the issue has been resolved. The system functioned as intended after the technical support specialist resolved the issue.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es, there was device slowness when signing in and when obtaining medication for the patient. The cart displayed a warning symbol on the screen indicating that it was in disconnected mode, even though all network lines were connected. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.